Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the edwards japan affiliate, during a transfemoral tavr procedure with a 23 mm sapien 3 valve in the aortic position, although proper pacing capture was confirmed before starting valve deployment, the valve popped up and migrated to the aorta due to pacing failure when the delivery system balloon was half inflated. As the balloon was still in the valve, the valve was delivered to the descending aorta and securely deployed there with 2 ml more than nominal volume. A 2nd valve was prepped and successfully deployed in a targeted position with less than trivial paravalvular leak (pvl); however, complete av block developed after deployment. The patient was put under observation for a while but did not regain own spontaneous pulse. A permanent pacemaker was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. A device history review (DHR) was not performed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, "although proper pacing capture was confirmed before starting valve deployment, the valve popped up and migrated to the aorta due to pacing failure when the delivery system balloon was half inflated." Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment" and "make sure pressure stabilizes before balloon inflation." In this case, the loss of pacing capture disrupted the balloon stability during deployment, causing the transcatheter heart valve (thv) to embolize toward aorta, as reported. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to this complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment escalation is required.